Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5102490. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd whitacre¿ spinal needle broke off in the patient during a c-section. The patient was transferred to tertiary care and had an additional procedure to remove the needle as a result. The following information was provided by the initial reporter: "spinal being completed for a c-section approximately 1.5 inches of the needle stayed in the patient. This required transfer to tertiary care center and additional procedure."